Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08701, related manufacturer reference number: 2017865-2019-08710. It was reported that the patient presented in clinic experiencing discomfort from the left-sided pacemaker implant. Upon interrogation, the right atrial and ventricular leads both exhibited noise. The system was explanted, and a new system was re-implanted on the right side. Patient was stable.